Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1616c124e, serial/lot #: (B)(4), ubd: 14-feb-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received notification via technical services in which a patient representative wanted to return a monitor. It was reported that the patient's representative father passed and he had medtronic stent grafts implanted. It was stated that patient passed however did not mention the stent graft as the cause of death. It was noted that a endurant ii stent graft system had been implanted on the (B)(6) 2016.